Manufacturer narrative:
Device analysis: product analysis confirmed a perforation in the kink resistant tubing (krt) based on visual and functional testing. The damage to the kink resistant tubing (krt) is consistent with fatigue.

Event description:
The device was received with no reported complaint. Analysis of the device confirmed a device perforation. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.